Manufacturer narrative:
Returned product consisted of an ffr comet pressure wire connected to the optical cable connection (occ) handle. The devices shaft was visually and microscopically inspected for damage. The shaft showed multiple kinks along the shaft. The device was separated approximately 38cm from the tip. The separated end looks to have been caused by bending force break. The separated portion was not returned with the device. The occ handle cap was loosened to remove the wire. There was no issue with removing the wire. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The complaint of a signal/pressure issue could not be functionally tested due to the separated portion of the wire. The pressure wire was connected to the analysis support test bench and all applicable data was correct pertaining to coefficient values; however, the signal/modulation could not be validated due to the separated distal end. The coefficient was confirmed to be in specification.

Event description:
Reportable based on analysis completed 28 june 2019. It was reported that there was no signal and device damage. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. The lesion was predilated and the comet pressure guidewire was advanced for measurement. The guidewire exhibited an aortic pressure value that was correct, however, the distal pressure value was not visible. The tip of the guidewire was noted to be damaged. The procedure was completed with another comet guidewire, there were no patient complications and the patient was stable following the procedure. However, returned device analysis revealed the device was separated.

Manufacturer narrative:
B5 updated with additional information received from manufacturer representative. Returned product consisted of an ffr comet pressure wire connected to the optical cable connection (occ) handle. The devices shaft was visually and microscopically inspected for damage. The shaft showed multiple kinks along the shaft. The device was separated approximately 38cm from the tip. The separated end looks to have been caused by bending force break. The separated portion was not returned with the device. The occ handle cap was loosened to remove the wire. There was no issue with removing the wire. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The complaint of a signal/pressure issue could not be functionally tested due to the separated portion of the wire. The pressure wire was connected to the analysis support test bench and all applicable data was correct pertaining to coefficient values; however, the signal/modulation could not be validated due to the separated distal end. The coefficient was confirmed to be in specification.

Event description:
Reportable based on analysis completed 28 june 2019. It was reported that there was no signal and device damage. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. The lesion was predilated and the comet pressure guidewire was advanced for measurement. The guidewire exhibited an aortic pressure value that was correct, however, the distal pressure value was not visible. The tip of the guidewire was noted to be damaged. The procedure was completed with another comet guidewire, there were no patient complications and the patient was stable following the procedure. However, returned device analysis revealed the device was separated. Additional information received from the manufacturer representative reported that the comet wire had gained access by way of the left femoral artery. Comet had suddenly separated before crossing the targeted lesion without any major resistance. The separation occurred inside the patient's body, but was able to be completely removed by use of a balloon catheter. This was completed by inflating the balloon to secure the comet components and then taken out with the guide catheter. One portion of the separated wire was lost and unable to be recovered to be returned for analysis.